Event description:
It was reported a cc4204bf collamer plate lens was implanted. Lens did not implant well and was cut out. No further info was available.

Manufacturer narrative:
(B) (4). Work order search. Results: visual inspection of the returned product found optic and haptic torn. One haptic torn off and missing. There was evidence of clear and reddish residue. A lens work order search was performed and no similar complaint was found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).